Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 50% to 20% while connected to a power source. It was also reported that the pump battery depleted 15% within one hour of use. The customer's blood glucose level was 200 (mg/dl). It was indicated that a bolus was delivered. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.